Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during patient care, the device failed to deliver a defibrillation shock. The hospital staff was able to deploy a back up device and successfully deliver the necessary defibrillation therapy to the patient. The delay in therapy is not known. The patient was resuscitated and did not suffer any adverse effect from the reported failure.